Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have high blood glucose of over 600 mg/dl, which was treated with 15 units of manual injection. Customer reported to have been waiting on replacement insulin pump and had been without an insulin pump for four days. Customer needed assistance programming new insulin pump which assistance was received.